Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm plug was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not able to capture fluoroscopic images because the screen would "jump" and was not functioning as intended. No pt injury was reported.